Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ('daily inter-cycle pain felt in the right iliac fossa') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("secondary dysmenorrhoea"), dyspareunia ("deep dyspareunia also felt in the right iliac fossa"), iron deficiency anaemia ("iron deficient anemia"), asthenia ("asthenia"), nausea ("nausea"), disturbance in attention ("concentration difficulties") and abdominal pain ("abdomen pain"). The patient was treated with iron and surgery (sub-total laparoscopic hysterectomy in accordance with a request to remove the essure implants). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, dysmenorrhoea, dyspareunia, iron deficiency anaemia, asthenia, nausea, disturbance in attention and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, asthenia, disturbance in attention, dysmenorrhoea, dyspareunia, iron deficiency anaemia and nausea with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ('daily inter-cycle pain felt in the right iliac fossa') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("secondary dysmenorrhoea") and dyspareunia ("deep dyspareunia also felt in the right iliac fossa"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), iron deficiency anaemia ("iron deficient anemia"), asthenia ("asthenia"), nausea ("nausea") and disturbance in attention ("concentration difficulties"). The patient was treated with iron and surgery (sub-total laparoscopic hysterectomy in accordance with a request to remove the essure implants). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, iron deficiency anaemia, asthenia, nausea and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, asthenia, disturbance in attention, dysmenorrhoea, dyspareunia, iron deficiency anaemia and nausea with essure. The reporter commented: according to the information provided in the patient's file, there was no mention of the start date of the other symptoms. In addition, there was no information on the stop date of the events, although a consultation report (dated (B)(6) 2019) reported that certain symptoms had disappeared (reporter did not know which ones). Sample (defective product) is available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: onset date for the events ¿abdominal pain lower¿, ¿dysmenorrhoea¿, and ¿dyspareunia¿ were provided. There was no mention of the onset date of the other symptoms, and also no information concerning the date on which the symptoms ended. However, the reporter stated that certain symptoms have disappeared. We received a complaint sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ('daily inter-cycle pain felt in the right iliac fossa') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), dysmenorrhoea ("secondary dysmenorrhoea"), dyspareunia ("deep dyspareunia also felt in the right iliac fossa"), iron deficiency anaemia ("iron deficient anemia"), asthenia ("asthenia"), nausea ("nausea") and disturbance in attention ("concentration difficulties"). The patient was treated with iron and surgery (sub-total laparoscopic hysterectomy in accordance with a request to remove the essure implants). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, iron deficiency anaemia, asthenia, nausea and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, asthenia, disturbance in attention, dysmenorrhoea, dyspareunia, iron deficiency anaemia and nausea with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ('daily inter-cycle pain felt in the right iliac fossa') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("secondary dysmenorrhoea") and dyspareunia ("deep dyspareunia also felt in the right iliac fossa"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), iron deficiency anaemia ("iron deficient anemia"), asthenia ("asthenia"), nausea ("nausea") and disturbance in attention ("concentration difficulties"). The patient was treated with iron and surgery (sub-total laparoscopic hysterectomy in accordance with a request to remove the essure implants). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, iron deficiency anaemia, asthenia, nausea and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, asthenia, disturbance in attention, dysmenorrhoea, dyspareunia, iron deficiency anaemia and nausea with essure. The reporter commented: according to the information provided in the patient's file, there was no mention of the start date of the other symptoms. In addition, there was no information on the stop date of the events, although a consultation report dated (B)(6) 2019) reported that certain symptoms had disappeared (reporter did not know which ones). Sample (defective product) is available. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: onset date for the events ¿abdominal pain lower¿, ¿dysmenorrhoea¿, and ¿dyspareunia¿ were provided. There was no mention of the onset date of the other symptoms, and also no information concerning the date on which the symptoms ended. However, the reporter stated that certain symptoms have disappeared. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.